Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2017. The fse replaced the check valves and ran patient samples over 30 times with no more errors. Streck controls are in. There is no further action required by field service. No further action is required by field service. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was mechanical failure of pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported a0 peak with an extra hump after the a0 and retention times are long with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.